Event description:
It was reported that there was an appearance of oil or other lubricant on the blade at the mount. This was discovered while preparing for surgery. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. Lot no. Details were not provided to aid further investigation. It was not possible to determine the root cause for the presence of the alleged foreign substance.